Event description:
It reported that a shaft break occurred. During insertion of a 3.00 x 28mm synergy xd drug-eluting stent, the distal shaft kinked and the stent delivery system fractured into two pieces inside the guide catheter. The device was completely removed from the guide catheter and the procedure completed with another stent. There were no patient complications.